Event description:
It was reported that the screen does not turn on. No patient involved and no further information was provided. During functional evaluation is was confirmed that the pump displayed ¿device failed- please return" error message after powering on the device.